Manufacturer narrative:
A retain sample of batch has been tested in the laboratory under standardized conditions and the reported event was confirmed. No unusual behavior during mixing, but the handling and setting times were too long. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a manufacturing issue. Further investigation has been initiated to address reported issue. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the cement took longer to harden than usual. No further information has been made available.